Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the patient¿s abdominal pain and fever with subsequent diagnosis of peritonitis and pd therapy with the liberty select cycler and cycler set. However, there is no documentation in the file to show a causal relationship. Additionally, there is no allegation of a machine malfunction against the liberty select cycler or a leak with the cycler set for this event. It is unknown if the patient was practicing proper aseptic technique while completing pd therapy. Based on available information, a cause of the peritonitis cannot be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested from technical support during drain 2 of 4, drain volume 995ml / 2119ml assistance with cancelling peritoneal dialysis treatment. The patient was experiencing cramps and shortness of breath. The patient was going to the emergency room. The patient was assisted with canceling treatment. It is unknown if the patient was admitted to the hospital. There is no allegation of a device malfunction. Additional information was solicited. Additional information was solicited and obtained through follow up with the peritoneal dialysis registered nurse (pdrn) on 06/aug/2018. The patient did present to the emergency room (ER) on (B)(6) 2018 with abdominal pain and fever and subsequently diagnosed with peritonitis. Pd effluent cultures resulted positive for gram negative bacilli. The patient was prescribed/treated with vancomycin (route, dose, strength, frequency and duration unknown). The patient was discharged from the hospital less than 24 hours after admission. The patient has since recovered from the peritonitis and continues pd therapy on the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."